Event description:
Toxic shock syndrome [toxic shock syndrome], blood pressure dangerously low [hypotension], chills [chills], fever 101.8 [pyrexia], whole body sunburn rash [rash erythematous], white blood cell count 33,000 [white blood cell count increased], fainted [syncope], lightheaded [dizziness], fingers are beginning to peel [skin exfoliation]. Case description: a consumer reported that her daughter used tampax pearl tampon super, scent unk, and developed toxic shock syndrome. The case outcome was unk. No further info was provided. In 2009, safety f/u phone call to consumer: the consumer reported that her daughter used the tampax tampons, the previous month, to manage her menstrual period. She was informed regarding the prevention of toxic shock syndrome and remembered to change her tampons within every eight hours. She developed a slight fever and became very light headed two days later. Her fever began to climb and she fainted the morning of the next day. She was taken by ambulance to the ER where she was admitted to the hospital with symptoms including: fever of 101.8, chills, rash, whole body sunburn, and her blood pressure was dangerously low. Her white blood cell count was up to 33,000, and she was considered critical at that point. Treatment: intravenous antibiotics levaquin and vancomycin. Initially her low blood pressure was treated with dopamine without success and was subsequently treated, for a couple of days, with two other unspecified medications. Her daughter was discharged from the hospital five days prior to original date. Her fingers are beginning to peel a little. The case outcome was not recovered/not resolved. Concomitant medications included: yaz, accutane. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date therefore, unable to proceed with product investigation. Reason that the device has not been evaluated by the MFR.